Event description:
It was reported patient underwent stage one revision on (B)(6) 2013. It was found the hip spacer mold was not in the package. As a result a 45 minute delay occured. It is unknown what product was being explanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of sales and complaint history for this item and lot found 25 items invoiced with no other complaints reported.